Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer disconnected from site and primed the tubing to address the issue. Customer blood glucose level was approximately 186-200mg/dl.